Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. Labeling review finds the labeling adequate for the user error in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Event description:
A customer contacted baxter's (B)(4) to report receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp stated that she pressed go at connect bags and the initial drain started; the patient was connected. The tsr explained that the I drain will not start unless the prime is completed. The tsr then had the hp cycle power and explained that the hp will need to start over with new supplies. The tsr advised the hp to call the nurse and notify her of the event. The hp will start over with new supplies. No patient injury or medical intervention was reported. No further information is available.